Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the stent delivery system is not returning. The graftmaster stent remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 2.8x16mm rx graftmaster covered stent was deployed at 16 atmospheres, but the perforation failed to seal. A 3.50x16mm rx graftmaster stent was used to successfully seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.